Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient used a contraindicated medical device last night, and they didn't know if it affected their ins or not. Patient did not provide any more clarification. Patient stated that the device was an airway machine that pumps air into the patient's lungs, and that the manufacturer lists neurostimulators as a contraindication. Agent reviewed expectations. The issue was not resolved through troubleshooting. Patient was redirected to device manufacturer to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Their response appeared to be in regard to the issues they experienced with the contraindicated medical device mentioned previously. Patient reported the contraindicated medical device was a resmed airsense 11. Additional information was received from the patient. They reported that they would be getting a plastic mask with no magnet or metal for the aforementioned contraindicated medical device so as not to interfere with their ins.